Manufacturer narrative:
The customer contact indicated that the device was discarded. The customer contact was unable to provide the list or lot number of the device. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a disconnection. On an unspecified date, an unspecified tubing set was being used to deliver 150 ml 0.9% sodium chloride mixed with an unspecified concentration of an unspecified chemotherapeutic agent. After an unspecified length of time, the customer contact reported that the piercing pin of the tubing set fell out of the administration port of the solution container and an unspecified volume of solution leaked. No specific details were provided. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no add'l info was provided, including if the tubing set and the solution container were replaced and the therapy was resumed.